Manufacturer narrative:
The user self-removed their sensor due to frustration from the adhesive irritation. The event happened on june 16, 2025.the user's hcp wasaware of the event. No medication was prescribed as the user declined a provider examination of the insertion site.as per dms user is not using the system since (B)(6) 2025, as the sensor was removed.

Event description:
On 16 june 2025, senseonics was made aware of an incident where user self-removed their sensor due to frustration from the adhesive irritation. The event happened on june 16, 2025.the user's hcp wasaware of the event. No medication was prescribed as the user declined a provider examination of the insertion site.as per dms user is not using the system since (B)(6) 2025, as the sensor was removed.